Manufacturer narrative:
Submit date: 08/03/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The unit was returned to the service center with no reported malfunction. Upon testing the unit on 07/20/2016, it was found that the unit shuts down without warning while running.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The issue was isolated to corrosion on the main board. The corrosion was due to liquid ingress. The unit was repaired. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.